Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump subsequently shutting off. The customer¿s blood glucose was 515 mg/dl. The customer delivered a bolus via the pump to address bg level. The customer continued to use the pump for insulin therapy.